Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, multiple noise episodes were observed. Lead was capped and replaced. There were no adverse consequences for the patient. Patient's condition was fine.